Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: blood glucose (bg) readings have been ranging from the 30 mg/dl to over 500 mg/dl for the past year. Patient¿s endocrinologist is requesting the patient¿s pump be replaced. Patient states cannot recall specific dates, when low feels shaky, sweaty and treats with either sugar, chocolate, or glucose tablets, when elevated feels bad, legs and arms feel weak. When elevated she rests and delivers recommended bolus using the pump until back to target. Patient states she has always treated high and low on own. Customer support (cs) reviewed pump with patient and found that the patient was changing out site/set/cartridge only every 5 to 7 days, using vial of insulin for 5 weeks instead of 28 days, delivering normal bolus at times, not using ezcarb or ezbg. No correction boluses noted of ezbg, only ezcarb. Review of bolus history, noted that patient only bolused 2 times today, using ezcarb, also not always using advanced bolus features. Alarm history: no associated alarms noted. Bolus history: none cancelled and all boluses are accounted for. Basal history: confirmed basal delivery was appropriate. Prime history: the patient has been priming properly/ drops seen at the end of the tubing, changing site/set/cartridge every 5 to 7 days. Suspend history: no inadvertent suspends noted. Total daily dose accurate when comparing to basal and bolus history and settings. Cs advised patient there is no indication of pump malfunction. Advised patient that keeping ifs in place for 5 to 7 days along with not changing out cartridge can affect absorption of insulin and efficacy of insulin. Advised to check with pharmacy, once a vial of novolog is opened, it is effective for 28 days and can affect her bg levels. This complaint is being reported because a patient on pump therapy experienced episodes of hyper and hypoglycemia related to the use errors of not changing out supplies or insulin as recommended.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient was not changing out supplies.